Event description:
It was reported that telemetry issues were encountered. The use of the antenna locator (al) feature resulted in a power on reset (por) condition displayed on the recharger. This, then, led to the normal recharging screen. The pt had not used the stimulation for the past three months, due to unsatisfactory stimulation. It was possible to recharge normally after using the al feature. No information was provided related to the pt's outcome. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).